Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the customer would like to know how to keep the medication port on the lopez valve clean when not in use. Explained customer to that the lopez valve was supposed to come with a medication port cap.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer would like to know how to keep the medication port on the lopez valve clean when not in use. Explained customer to that the lopez valve was supposed to come with a medication port cap.